Event description:
It was reported that the 9800 system has poor images when in the lateral position. The other images are good. There was no report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Identified need to replace the sbc. Upgraded sbc with associated components installed. The system was tested and found to be working as intended and placed back into service.